Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. The rv lead was re-positioned on (B)(6) 2024. The patient was stable.

Manufacturer narrative:
Correction: section b5.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. The rv lead was re-positioned on (B)(6) 2024. The patient was stable.